Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are feeling a burning sensation around their heart after their implantable pulse generator (ipg) implantation. During a follow-up check, the physician reported that the patient presented with redness around the implantation site. Patient was prescribed antibiotics. The ipg remains in use. No further patient complications have been reported as a result of this event.